Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 2 of 4 on the homechoice machine(hc). The home patient(hp) stated they found no reason for the alarm. The technical service representative(tsr) assisted the hp to cycle power on the hc. System error 2367 alarm occurred. The tsr advised the hp to use manual supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown, therefore no evaluation could be performed. Baxter is attempting to find out about the sample.the lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The nurse was contacted on (B)(6) 2012. The nurse stated this was an isolated event. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were not aware of the hp retaining any sample information related to the event. The nurse stated the hp is currently performing therapy without any complications. The reported issue was not confirmed since no sample was returned. The root cause was not identified.